Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported the customer experienced an infection while wearing an adc freestyle libre sensor. Caller noted the customer experienced the following symptoms: inflammation and redness, noting ¿the test area was red, swelled, hot and felt hard¿. It was further reported that on (B)(6) 2018 the customer was taken to an emergency room where he was diagnosed with cellulitis and prescribed flamox 500 mg (amoxicillin, an antibiotic) and plexus (dexchlorpheniramine and betamethasone, an antihistamine and corticosteroid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Device mfg date) was omitted from the initial MDR 30 day report.

Event description:
Customer¿s mother reported the customer experienced an infection while wearing an adc freestyle libre sensor. Caller noted the customer experienced the following symptoms: inflammation and redness, noting ¿the test area was red, swelled, hot and felt hard¿. It was further reported that on (B)(6) 2018 the customer was taken to an emergency room where he was diagnosed with cellulitis and prescribed flamox 500 mg (amoxicillin, an antibiotic) and plexus (dexchlorpheniramine and betamethasone, an antihistamine and corticosteroid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.